Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. Complainant reported that they discarded the product. It was reported that the catheter was removed the day after it was inserted. A quality evaluation was performed on 03/12/2014. No product was available at the time of this evaluation. Only the product lot and catalog number were available to assist in record review. Review of assembly work did not reveal any signs of slow deflation and collapsed airline detected during the inspection. Review of past two years (2012-2013) complaint history record revealed that there was small percentage of the complains related to non-deflation are manufacturing related. Corrective action has been taken to address the confirmed complaint cases. Reviewing of the in-process functional test report for dip codes did not reveal any signs of such defect detected during the drainage test. Samples taken from this manufacturing lot met the specification when subjected for the functional testing. Based on history record review did not show any significant abnormalities. Since the actual product was not returned, further investigation is determining and confirming the root cause of the product failure could not be performed. No additional event details have been provided to date. A return sample for evaluation is not expected. Should patient/event details become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Complainant reported that a urinary catheter was inserted and the balloon was inflated with sodium chloride, when it was time to remove the catheter it was impossible to empty the balloon. They cut the catheter but without success; the patient was moved to urinary ward and asked for help from a urinary specialist. They cut the catheter higher up and then they could remove it.